Manufacturer narrative:
Continuation of d10: product ID 977d260, lot # va395mb019, implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type screening device product ID 977d260, lot # va397us031, implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type screening device, product ID 37500301, lot # 162223025, product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 20-feb-2030, UDI #: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 23-feb-2030, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with a trial external neuro stimulator (ens). Patient went to the emergency department (ed) to be checked for increasing fever and concerned about a possible infection. Leads were already pulled by the ed. In addition, issue was not considered a product defect scenario. Patient reported a fever of 99.3, wasn't feeling well and concerned about possible infection. Admitted himself to the ed for tests/observations. Multiple tests run by the ed to check for cause of patient not feeling well and possible infection. According to patient, tests were negative. No signs of infection found. Ed pulled the leads and patient was discharged. Ed pulled trial leads prior to scheduled lead pull date that was scheduled for (B)(6) 2026.